Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead continued to exhibit oversensing which was causing device classified false detection of sus tain ventricular tachycardia(vt) episodes, with the oor high pacing impedance and noise. It was also stated that the rv lead was suspected and has been confirmed to have low voltage fracture and reprogramming was performed and the lead was capped and replaced.

Event description:
It was reported that the patient experienced chest pain. It was noted that the right ventricular (rv) lead exhibited oversensing and triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic). The lead triggered alerts for undefined high pacing impedance and had a low pacing impedance of zero ohms. The patient was admitted, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpb3d1 ICD; implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.